Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure. The lead exhibited high thresholds. Several positions were attempted to no avail. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.